Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 526 mg/dl. The cause of the high bg was unknown. Customer declined to troubleshooting with tandem technical support, and declined to provide additional information. Recommendation was made to discuss diabetes management with a health care professional.